Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc checked the subject device and found that when applying heating stress to the electric board inside the video connector unit of the subject device, the reported phenomenon (error e216) was duplicated, and also found that when the video connector unit returned to room temperature, the reported phenomenon was not duplicated (the reported image issue was resolved). Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. Based on the investigation result, omsc surmised that the reported phenomenon was attributed to the failure of the electrical component of the electric circuit board inside the video connector unit due to the progress of the aging deterioration. And, it was surmised that due to this electrical component failure, the image output signal became unstable, and the reported image issue (error e216) occurred. If additional information is received, this report will be supplemented.

Manufacturer narrative:
The subject device was returned to olympus service operation repair center (sorc) for evaluation, sorc checked the subject device and found that the reported phenomenon was duplicated. The subject device was transferred to omsc. The investigation is in progress at this time. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user facility that during an unspecified therapeutic procedure with the subject device at the user facility, it was found that the scope communication error e216 occurred on the subject device. This error had occurred in the past on the subject device at the user facility, and the subject device had been repaired by olympus. There was no report of patient injury associated with this event.